Event description:
A (B)(6) male was undergoing a vascular procedure in an attempt to restore blood flow to the left lower extremity. During the procedure, a physician was removing a v-14 guidewire when the tip of the wire broke and remained in the patient.